Event description:
The pt was implanted with a venter electric left ventricular assist device (lvad). It was reported by the vad coordinator that the pt experienced alarms and per vent filter analysis, the hospital staff felt that the lvad was reaching end of life. Approximately one month later, the pt's lvad was exchanged for another lvad. It was also reported that the pt is "doing well" on the new lvad.

Manufacturer narrative:
The explanted device was sent to the manufacturer for eval. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.